Event description:
Boston scientific received information that during a routine pacemaker changeout, this right ventricular (rv) lead exhibited noise and oversensing from electrocautery while connected to a pacing system analyzer (psa). The oversensing resulted in pacing inhibition with 10 seconds duration of asystole. The patient's intrinsic rhythm, however, kicked in thereafter. A local field representative was unable to recall the patient's name. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.